Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) premarket / 510(k) # (g4), in section g - all manufacturers.

Event description:
A pericardial effusion occurred. A versacross connect access solution for faradrive was selected for use during ablation procedure. The patient previously had a pulmonary vein isolation ablation and a watchman device implantation. The patient also had a fistula close to the right superior vein. Transseptal access was completed with no issues noted. When ablation has been completed, while pulling the sheath that was in the right ventricule, the physician checked for pericardial effusion which was confirmed. Hence, blood was drained and operation room (or) was called along with cardiologist. Pericardiocentesis was completed. No issues while maneuvering the catheter was noted. No perforation location was confirmed. Or team was brought to the ep room to perform the procedure. It was further reported that the merit guidewire was use with the farawave nav catheter. There was no issue with transeptal. When the complication started the versacross device and farawave was not inside the patient body. Physician was suspected that the coronary sinus catheter could be contributed to the patient complication. The patient was hemodynamically stable when complication noted.

Event description:
A pericardial effusion occurred. A versacross connect access solution for faradrive was selected for use during ablation procedure. The patient previously had a pulmonary vein isolation ablation and a watchman device implantation. The patient also had a fistula close to the right superior vein. Transseptal access was completed with no issues noted. When ablation has been completed, while pulling the sheath that was in the right ventricule, the physician checked for pericardial effusion which was confirmed. Hence, blood was drained and operation room (or) was called along with cardiologist. Pericardiocentesis was completed. No issues while maneuvering the catheter was noted. No perforation location was confirmed. Or team was brought to the ep room to perform the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.